Event description:
Information was received from the intermacs registry stating: pump thrombosis. Information also included signs and symptoms of heart failure and a patient outcome of urgent transplantation.

Manufacturer narrative:
Explant date was not specified. Approximate age of device ¿ 1 year, 6 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: the report of pump thrombosis could not be confirmed and a correlation between the device and the reported event could not be conclusively determined because the device was not returned for evaluation. The instructions for use lists device thrombosis and infection as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase level was 893 u/l on (B)(6) 2014. It was reported by the vad coordinator that this was a fungal thrombosis.